Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 808:02 was confirmed and reproduced during service evaluation. The assignable cause was not identified in the evaluation provided by quality engineering. Therefore, no repairs have been made at this time as this is a baxter owned device and has been removed from service. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 808:02 failure code, which interrupted delivery three times on the reported occurrence date. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available at this time.